Manufacturer narrative:
Date of event was reported as (B)(6) 2017. Other applicable components are: product ID 3889-33 lot# va09676 serial# implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the lead component was ¿almost poking through the skin¿ (clarified that it ¿wasn't coming all the way through the skin¿) and had moved which was discovered by the nurses. There was a lump present and when they replaced the ins (due to normal battery depletion) they replaced the lead too on (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.